Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient (pt) stated she could sit and charge her implant for 2 hours and not get a full charge. The pt said she usually had all the coupling boxes filled but if she barely moved it would knocked the coupling boxes down. Adhesive discs were sent to the pt. The pt said when she charged the ins the battery was usually at 50%. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported via letter from the patient. It was reported that the circumstances leading up to the incomplete ins charge was that they would not charge and the belt was messed up. They noted the adhesive discs resolved the low coupling with movement while recharging. The issue of the incomplete ins recharge had been resolved. Patient weight was not reported. No further complications were reported.